Event description:
It was reported the screen is faulty. The programmer was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). No anomalies found with the display screen. The screen has normal appearance and the stylus pen works as normal. The screen drops when placed in an upright position; display screen hinge worn out. System fan is noisy.